Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5060448. Product family: scs-surg acc, upn: (B)(4), model: sc-4220-45, serial: null, batch: 25423617.

Event description:
It was reported that the patient's pain areas were no longer being captured. The patient had some significant falls, and both of her leads had significantly migrated. It is believed that the falls led to the lead migration. The patient underwent a lead replacement procedure, and during the procedure the physician was using an entrada needle to gain access to the epidural space. The physician had performed a loss of resistance test and removed the lor needle. As he did so, the slotted needle also pulled out. As the needle was re-inserted there was a dural puncture. The patient did not experience a headache or any other adverse symptoms associated with the dural puncture, however the patient was kept in hospital for several days purely as a precaution. The patient was remarkably well and symptom free the day after the incident, and she has fully recovered.